Event description:
The customer reported to vyaire medical high fraction of inspired oxygen error on the avea ventilator. The customer reported there was no patient involvement asociated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available